Event description:
It was reported that post op to a gastric banding procedure, the patient was vomiting excessively. There was a posterior slip. The band was removed, and no other procedure was performed. The patient is fine.

Manufacturer narrative:
Device was not returned for evaluation. The complaint cannot be confirmed, as the product was not returned for investigation. While it is not possible to draw a definitive conclusions regarding root cause, the occurrence of band slippage is a recognized adverse event associated with gastric banding. The product's instruction for use (IFU) provides detailed information on the causes and consequences of band slippage. We did not receive a lot number so therefore, we were unable to review the manufacturing records.